Event description:
Related manufacturer reference number: 2017865-2022-21899. It was reported a patient presented with cardiac perforation for both the right ventricular (rv) and atrial leads. The rv lead was explanted and replaced in a procedure on (B)(6) 2022. There was a slight increase in atrial threshold and the atrial lead was repositioned in the same procedure. Post-operation the patient was stable.

Event description:
New information received notes the right ventricular (rv) lead also had a helix extension anomaly prior to explant. There were no patient consequences.

Manufacturer narrative:
The reported events were cardiac perforation and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations found the inner coil was overtorqued in the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil. A tip stiffness test was performed, and the results were in specification.